Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient has experienced an increase in seizures and a sudden lack of efficacy with the magnet. It was noted that the generator was at ifi = yes. The physician increased the output current and magnet output current and referred the patient for surgery. The notes indicate that the patient has several partials of staring including days where they are back to back and the magnet doesn't seem to help like it has in the past. The patient underwent generator replacement surgery for battery depletion on (B)(6) 2013. The generator has not been returned for analysis to date.